Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-may-2023. H6: investigation summary: two used sample of material number 2426-0007 was submitted for quality investigation. It was reported by the customer that the set broke just below the safety clamp and above the pinch clamp under the pump segment. Evaluation of the extension set shows that the infusion set separated at the lower pumping segment. Further visual inspection under magnification shows a lack of solvent on the tubing. Quality notification sent to manufacturer. A device history record review for model 2426-0007 and lot number 22129249 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. After investigation, the potential root cause of separation may be related to improper gluing due to solvent dispenser failure.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was component separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Situation: issue: alaris pump infusion set lot number (10)22129249 broke while infusing fluids into a patient IV. Two sets broke, just below the safety clamp and above the pinch clamp under the pump segment. Event date: 5/3/2023.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was component separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Situation: issue: alaris pump infusion set lot number (10)22129249 broke while infusing fluids into a patient IV. Two sets broke, just below the safety clamp and above the pinch clamp under the pump segment. Event date: (B)(6) 2023.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.